Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be reproduced. The "b30" error did not occur during testing of the device. However, the evaluation found corrosion on the bottom chassis, corrosion on top cover, corrosion on front panel chassis, corrosion on scope socket and corrosion inside air pump tubing. A non-olympus lamp life meter was reading at 100+hours. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a "b30" error occurred. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the b30 error could not be identified. However, it is likely the cause is related to corrosion, a foreign material, dirt, or dust. Per the instructions for use: b30 scope communication err -foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts. -wipe the electrical contacts on the endoscope connector using clean lint-free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. -the video system center cannot communicate with the endoscope. -stop using the endoscope and contact olympus. Olympus will continue to monitor field performance for this device.